Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. There were no patient consequences noted within the text of the article. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿the influence of cement viscosity on the early migration of a tapered polished femoral stem¿ by s. Glyn-jones, et al, published by international orthopaedics (2003), vol. 27, pp. 362-365, doi 10.1007/s00264-003-0500-7, was reviewed for MDR reportability. The authors have undertaken an rsa study of 46 patients to determine whether cement type influences femoral component migration for a polished, tapered femoral component. Implanted products: each patient received a competitor stem, and a cemented charnley elite polyethylene cup. 16 patients received cmw3 cement (depuy), 12 with cmw1 cement (depuy), and 18 received competitor cement. Competitor cement restrictors were used. Serial radiological studies were used to measure femoral device migration. Results: the authors note that there was no difference in the amount of stem migration within the first year amongst the cement types. They note that there was migration identified on radiographs, but do not identify specific products lines with specific amounts of migration. They note that there is movement along the bone/cement interface. There was no additional information regarding complications or revisions within the text of this article. There were no studies conducted with regards to the charnley cup.